Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 24x70/11fr uni plus 75cm wallstent endoprosthesis was selected for use. When the stent was flushed during preparation, it was noted that the tip of the stent was exposed. The device was replaced with another stent which was placed successfully. Following stent implantation, an 18-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was replaced with another of the same device and the procedure was completed. There were no patient complications and the patient was fine.